Event description:
Boston scientific received information that this right atrial lead was dislodged. The physician tried to reposition the lead multiple times but was unsuccessful. The lead was explanted and is no longer in service. No adverse patient effects were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.